Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1456 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in australia.

Event description:
It was reported that patient had two times piccs inserted, both has flicked up and kinked. Inserted under fluoro deep in to right atrium. PICC team noticed increased incidence of this happening and wanted to report. Device still in patient but available for return. PICC to be remove and replace with new device. It was reported this occurred with two devices. This report addresses the second device.